Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism.

Event description:
It was reported that during an implant attempt once the lead was placed the helix would not extend after multiple turns. It was also attempted outside of the body and the helix would not extend. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.